Event description:
Our MDR - complete destruction of the insulation layer in the middle part of the lead was reported. The implantation date was not available.

Manufacturer narrative:
Our MDR - during the analysis of the lead, it could be noted that the insulation of the lead body was massively damaged about 4 cm distal of the ligature due to internal fraying. This damage can be regarded as the cause for the clinical complaint. The analysis of the lead was unable to find any mfg error or material defect. The observed damage manifestation requires excessive pressure load on the lead body. The characteristics of the damaged structure of the insulation (internal fraying), as well as of the lead body (squashing) lead to the assumption of an excessive mechanical load on the lead caused by the "subclavian crush syndrome". Diagnostic images of the mentioned body region were available for analysis. They support this statement. It can be clearly seen that the lead was jammed between the clavicle and the first rib, as well as the damage to the lead body caused by this. The deformation of the shock coil and the deformation of the rope conductors are probably due to excessive tensile forces during the explantation procedure.